Event description:
It was reported that (1) 512b device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the 512b suture tied down broke off as soon as it was tied down. It is unknown how the case was completed.